Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified. Patient demographics requested however not provided the event reportedly occurred in the nicu; therefore it is presumed the patient was a neonate child/neonate

Event description:
During a site visit by a bd representative, the biomed reported that the device displayed a channel disconnect alarm. Although requested there was no further information received regarding this event.